Event description:
The paramedics arrived on scene and found the patient unconscious. The patient's downtime was estimated between 20 and 30 minutes. The device was attached to the patient and the monitor screen displayed what appeared to be coarse ventricular fibrillation. Two defibrillation countershocks at 200 joules were attempted, but were allegedly not delivered. The reported lack of delivery was based on a lack of skeletal muscule response from the patient. A second ambulance crew arrived on scene and their defibrillator was also used as a back up. The back up defibrillator was also reported to have not delivered a 200 joule countershock to the patient. The patient was not resuscitated. The patient was delivered to the hospital and that patient's core temperature was reported to be 85 degrees f. The outside temperature at the time of the reported event was in the low 30s.